Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 17aug2020 in the b.5. Field. No further follow up is planned. Evaluation summary: the mother of a male patient reported that her son's humapen luxura hd device was jammed, and she administered the wrong dose of insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1808g01, manufactured august 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings regarding pen jam issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a 2 year old male infant patient of unknown ethnicity. Medical history included diabetes mellitus and use of insulin aspart taken for diabetes mellitus. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) cartridge via humapen luxura half dose (hd) pen, unknown dose thrice a day, via an unknown route, for treatment of diabetes mellitus, beginning on (B)(6) 2020. On (B)(6) 2020, his mother administered him with wrong dose of insulin lispro and his blood sugar was 490 (no unit or reference range was provided). It was noted the pen was jammed (pc number: (B)(4), lot number:1808g01). On (B)(6) 2020, he was hospitalized for high blood glucose. His blood glucose level was turned back to normal level in hospital. His was decreased to 66-71 (no unit or reference range was provided). Information regarding the corrective treatments were unknown. He was recovered from the event of high blood glucose and outcome of the remaining event was unknown. Insulin lispro therapy status was unknown. The reporter did not give consent for follow up procedures. The mother of patient was the operator of the device and she was not trained initially and she received training during the hospitalization. The general model device duration and the suspect device duration of use was approximately 29 days. The suspect humapen luxura hd was not returned to the manufacturer. The reporting consumer did not provide relatedness between the events and insulin lispro drug or humapen luxura hd. The reporting consumer related the event of incorrect dose administered with incorrect usage of the humapen luxura hd. Update 20-jul-2020: information received on 16-jul-2020 and 17-jul-2020 was processed together. Edit 22jul2020: updated medwatch fields for expedited device reporting. No new information added. Edit 24jul2020: added the unique device identifier (UDI) number for expedited device reporting. No new information added. Edit 27-jul-2020: updated humapen luxura hd material code to ms9673a instead of ms9673. Edit 28jul2020: upon review for device expedited reporting the narrative was updated to reflect unknown date of product complaint. Update 17aug2020: additional information received on 11aug2020 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) year old male infant patient of unknown ethnicity. Medical history included diabetes mellitus and use of insulin aspart taken for diabetes mellitus. Concomitant medication included insulin glargine for diabetes mellitus. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) cartridge via humapen luxura half dose (hd) pen, unknown dose twice a day, via an unknown route, for treatment of diabetes mellitus, beginning on (B)(6) 2020. On (B)(6) 2020, his mother administered him with wrong dose of insulin lispro and his blood sugar was 490 (no unit or reference range was provided). It was noted the pen was jammed (pc number: (B)(4), lot number:1808g01). On (B)(6) 2020, he was hospitalized for high blood glucose. His blood glucose level was turned back to normal level in hospital. His was decreased to 66-71 (no unit or reference range was provided). Information regarding the corrective treatments were unknown. He was recovered from the event of high blood glucose and outcome of the remaining event was unknown. Insulin lispro therapy status was unknown. The reporter did not give consent for follow up procedures. The mother of patient was the operator of the device and she was not trained initially and she received training during the hospitalization. The general model device duration and the suspect device duration of use was approximately 29 days. The suspect humapen luxura hd was kept on hold and its return was expected. The reporting consumer did not provide relatedness between the events and insulin lispro drug or humapen luxura hd. The reporting consumer related the event of incorrect dose administered with incorrect usage of the humapen luxura hd. Update 20-jul-2020: information received on 16-jul-2020 and 17-jul-2020 was processed together. Edit 22jul2020: updated medwatch fields for expedited device reporting. No new information added. Edit 24jul2020: added the unique device identifier (UDI) number for expedited device reporting. No new information added. Edit 27-jul-2020: updated humapen luxura hd material code to ms9673a instead of ms9673. Edit 28jul2020: upon review for device expedited reporting the narrative was updated to reflect unknown date of product complaint.